Event description:
Laparoscopy - "the clip applier does not turn easily and needs extra effort. Clips do not hold. First attempt was unsuccessful, no clip went out. Second attempt was unsuccessful, two clips went out at the same time and fell inside the pt. Third and fourth attempts were successful." Pt status: ok.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.